Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage on the backside. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown 52mm cup. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon could not place an inlay correctly in a 52mm cup and the inlay is loose. The allofit-it inlay was correctly impacted, but after impaction it had too much play and wobbled in the cup. The inlay was removed from the cup and a new inlay was opened, which was then positioned correctly. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.